Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer's blood glucose (bg) was 400 mg/dl. Customer's sister assisted the customer with delivering a bolus to address bg. Customer reported the pump touch screen was timing out too soon. Customer had received pump training the day before; it could not determine if issue was due to use error. Although multiple attempts were made by tandem technical support to followed up with the customer to obtain additional information, customer did not reply.